Manufacturer narrative:
Other, other text: additional information was received indicating that there was no patient involvement.

Manufacturer narrative:
Other, other text: this remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No problems or issues were identified during the device history record review. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection showed no signs of external damage. A review of the event history log (ehl) identified base hardware failure. During the functional testing the reported issue was able to be duplicated. The radio board was not screwed down at all and was partially unplugged from the interconnect board. The root cause of the issue was related to manufacturing. Greased the plunger tube. Plugged radio board into interconnect board and secured with screws. Did not replace interconnect board since it was not causing the issue and was in good condition. Performed power up process, preventative maintenance, occlusion test and all functional tests which passed.

Event description:
It was reported that a smiths medical pump had a base hardware failure/interconnect board needs to be changed. No adverse patient effects were reported.